Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, needle filter blunt fill 18x1-1/2 -, splinter visible in the needle. The following was provided by the initial reporter: I recently noticed a defect in one of your company's filter needles. It appears that a piece has come loose, or a splinter is visible inside the needle. Attached is a photo showing a functional needle for comparison (top), the defective needle (bottom), and the paper portion of the packaging. The defect was noticed immediately while drawing up the solution; the solution was discarded. Additional information: could you please specify the country in which the incident occurred? Austria was a patient or user harmed? If so, please explain no, the defect was noticed before administration; all affected materials were discarded. Could you please specify the date of the incident? (B)(6) 2026.